Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00487, 00488, 00489.

Event description:
Allegedly revised due to pain and dislocation. Pain started 6 months post-op. 1st dislocation (B)(6) 2013 with 2 more since. High activity level.